Manufacturer narrative:
At this time, the device has not been received for analysis. This investigation will be updated should further information be provided. Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed three low voltage alerts (code 1003) had been recorded. External visual inspection of the device noted minor scratches on the case. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population. Analysis confirmed the field observations.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Further information was received that surgical intervention was performed, and this device was successfully explanted and replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that during a follow up interrogation, this device displayed a code for voltage too low to project remaining capacity. Technical services was consulted and recommended data to be saved to a disk to review. Device memory was saved to a disk. Engineering analysis confirmed the low voltage observation and recommended device replacement. To date, no adverse patient effects were reported as a result of this clinical observation.